Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "deflation" and "capsular contracture baker grade IV".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported deflation. Later patient reported "deflation" and "sharp pain under rib that went away. Later healthcare professional reported "deflation" and "capsular contracture baker grade IV". This record is for the right side. Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-12936. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Later patient reported "deflation" and "sharp pain under rib that went away. This record is for the right side. The device remains implanted.